Event description:
A temperature alarm 11 was reported, and it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was informed to switch to multiple daily injections (mdi) as a backup therapy and was sent instructions on how to put the pump into storage mode. Tandem technical support arranged for the pump to be replaced, and the customer was instructed to return the problematic pump within 10 days using the provided pre-paid label.